Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, a loss of consciousness, and a fall resulting in bruising, scrapes, bruising, and a concussion. The cause of the low bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline, dextrose, potassium, and magnesium. Reportedly, the customer was released approximately (B)(6) 2022 with the issue resolved and no permanent damage. System check and pump data review with tandem technical support confirmed that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.